Manufacturer narrative:
Other relevant components include: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative regarding a patient who was receiving gablofen [2000 mcg/ml] at a dose of 785 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. It was reported that an hcp informed the representative on (B)(6) 2016 that they were unable to aspirate the catheter and catheter access port (cap) as they were unable to pull back cerebrospinal fluid and would like to order a pump replacement. It was noted that the patient had a sudden change in therapy/symptoms and was not getting good relief, starting on an unknown date. The patient was scheduled two weeks ago from (B)(6) 2016 for replacement but they were unable to access the intrathecal space. The pump was removed at that time but they were not able to remove the existing catheter due to scarring from a previous scoliosis surgery. A computerized tomography (CT) scan was later done on (B)(6) 2016 and indicated that there was a break in the catheter. The entire system was then replaced on (B)(6) 2016 and it was noted that a portion of the existing catheter was still in the patient. It was noted that the patient was now receiving the same drug and concentration but now at a dose of 99.9 mcg/day after replacement. Additional information was received on 2016-dec-23. It was clarified that the break in the catheter was not fo und in the pump segment with the sutureless pump connector, but in the other part of the catheter. It was noted that the other part of the catheter was left in the patient and was not removed as the physician was unable to locate where the catheter was going in. The cause of the break in the catheter was not determined and the implanting physician could not specify what led up to it; it was noted that the patient had severe scoliosis and hardware through his entire thoracic and lumbar spine. The representative had no printouts on the old pump and it was indicated that this was all the information the representative had on the patient. Further clarification was received from the representative on 2016-dec-27. It was reported that the representative indicated that he was aware the event ¿happened¿ (B)(6) 2016, not that he knew on (B)(6) 2016. It was explained that the representative did not follow these patients through the processes of refills or any issues that arise when refilling at their managing physician¿s accounts and that he typically finds out about what led up to them being sent for a surgery when he is present at the surgery. It was noted that this was why the representative indicated during the original report that there was an issue ¿which I believe¿ was around the (B)(6) 2016 timeframe. It was stated that he knew of the issue from (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.